Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that during hemodialysis treatment, bleeding was found at the hub of the catheter. Dialysis treatment was immediately terminated and the catheter was pulled and replaced the next day. Patient involved without injury.

Manufacturer narrative:
Submit date: 03/20/2014. An investigation is currently underway. Upon completion, the results will be forwarded.